Event description:
A piece of plastic was noted in the completed infusion bag of a 7-day dose of blinatumomab. The particulate was a mostly clear piece of plastic that appeared to be roughly the same color as the outer packaging of the empty bag used to compound the bag of blinatumomab. During local investigation for potential sources of the piece of plastic, it was determined that the piece was too large to have been able to be introduced by the syringe/needles used for compounding, so it was believed to have originated from within the bag. The only other source would be from the tubing that was attached, but the piece that attaches is white in color, so thought unlikely to be the culprit.